Event description:
A malfunction was reported with the code malf 9, but no significant events had occurred prior to the issue. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl (27.7 mmol/l). Tandem technical support provided guidance to reset the pump, and after the reset, the malfunction code did not recur. The customer understood and agreed to continue using the pump and to report back should the issue reappear.